Event description:
An optometrist reported that a patient presented with stage 1 diffuse lamellar keratitis (dlk) in both eyes one day post lasik. The previously prescribed topical steroid eye drops were increased. There are two medical device reports associated with this event. This report is for the right eye. Additional information provided states that the dlk has resolved.

Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).